Manufacturer narrative:
The last preventative maintenance was performed on (B)(6)-2021. Per the feild service engineer (fse) database, the analyzer has only had 2 preventative maintenance visits since its installation in 2017. It is recommended to perform 2 preventive maintenance visits per year. The cause of the event was insufficient operator maintenance.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys hcg+beta result for 1 patient tested with a cobas 6000 e601 module. The questionable result was reported outside the laboratory; the initial result was disputed by the patient and repeated. The patient¿s initial result was 29 mui/ml; the first repeat was 1.99 mui/ml, the second repeat was 0.100 mui/ml, accompanied by a data flag. The elecsys hcg+beta used was lot 55103600 and had an expiration date of 31-oct-2022.